Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator would not power on. The philips field service engineer confirmed there was no pt involvement.